Event description:
As reported in the move registry study, the patient experienced a deep vein thrombosis which was documented after use of three 6f-12f mynx control venous vascular closure devices (vcd). The mynx control venous vascular closure device (vcd) was successfully deployed at the right-leg r1 and r2 venous access sites and the left-leg l1 venous access site, and venous hemostasis was maintained at 5 minutes at each access site. The index procedure was radiofrequency ablation for atrial fibrillation. Bilateral venous access was obtained using ultrasound. No upsizing or downsizing was performed at the access sites. The final sheath sizes were 8f for r1, 9f for r2, and 10f for l1. Intra-procedural medication affecting bleeding was documented as administered, with heparin listed as the drug. Protamine was not administered. Local anesthetic was administered as part of the closure procedure, with lidocaine documented at a dose of 10 ml. No access-site related complications were documented after insertion of the first mynx control venous vascular closure device (vcd) and before transfer to recovery, and no other adverse events were documented during that interval. The adverse event was identified as an access-site complication and was not considered to have resulted from a product complaint. The populated adverse event term and entered adverse event term were both ipsilateral deep vein thrombosis documented by ultrasound. The event was documented as moderate and ongoing. No action was required. The adverse event was classified as possibly related to device and likely related to index procedure. The event was not marked as a serious adverse event and did not result in discontinuation of the subject from the study. Duplex ultrasound findings documented acute deep vein thrombosis of the very distal external iliac and common femoral veins, with superficial thrombosis in the saphenofemoral junction and very proximal great saphenous vein. The deployer was trained. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.